Event description:
Same as report 6000093-2006-00802 and 6000093-2006-00803. Post a coronary drug eluting stent procedure, the pt developed a rash. The pt received 3 taxus express2 drug eluting stent implants in march 2006. 10 days later the pt developed a rash. Hcp is aware of the rash and is treating it medically with an antihistamine.